Event description:
It was reported that the pump was replaced because of a motor stall. A rotor study and re-programming had been done, but the stall was still present (dates not reported). The catheter was verified as being intrathecal and had not kinked or bent. No pt symptoms were reported. The pump was used to deliver lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.